Event description:
Pt occasionally wore focus night & day lenses overnight during 3 months of wear history without problems. Visual acuity prior to event 6/6+. They wore lenses for 2 nights consecutively and swam in lenses in 2002 with no removal. The next morning left eye felt scratchy with no other symptoms. Removed and discontinued lens wear by mid-day. Morning after that, left eye sore and very red with vision unaffected. Used (unknown) otc drops. Presented to g.p. With increased redness, blurred vision, visible white spot over pupil. Immediately referred and admitted to hosptial, visual acuity 6/24, cultures taken of cornea, lens and storage case. Intensive bacterial therapy commenced (gutt. Ciloxan & gentamicin). Admitted for 3 nights with little improvement. Reported culture results indicated no bacterial growth. Discharged and over the following week, despite continued antibiotic therapy, plus gutt. Fml and voltaren the ulcer progressed. Referred to eye hosp in 2002, stopped therapy, admitted and rescraped. Fungi culture from cornea (type unknown). Topical antifugal therapy (type unknown) started 5 days later. Penetrative keratoplasty 2 days later. Therapy begun of gutt maxidex qid, gutt chlor bid. Graft currently clear. Follow up care being carried out by m.d. From initial hosptial. Lens & lot number not available for eval. No further info available at this time.